Event description:
Butterfly positioner lost vacuum during procedure. The vacuum retention valve is of poor design. If a surgical staff member bumps the valve or even the positioner during the surgical procedure the valve. It is very easily deactivated, allowing the vacuum necessary for effective positioning to escape. Recommendations: add an attached, flexible c-collier to fit in between the fill and lock valves to prevent accidental deactivation. Add an attached plastic molded holster type device to the positioner that will retain and protect the valve during use. Diagnosis or reason for use: robotic assisted myomectomy.